Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, increased sensitivity (2025_0154, 0155 and 0156 are same patient).